Event description:
A biliary stent was placed in the pt's carotid artery at the bifurcation. The pt was a subject in a carotid stenting study which is sponsored by the reporting facility. During f/u evaluation, and angiography revealed that the stent had collapsed resulting in a 80% stenosis. The pt remained asymptomatic, but, in response, another brand of stent was deployed inside the collapsed stent to regain patency. As a result of the intervention the 80% stenosis was reduced to 0%. No further complications relative to this procedure are reported.